Event description:
It was reported that during a craniotomy procedure, the staples smooshed upon deployment. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Nonconforming staple stack . The analysis results showed that the instrument was returned non-functional as the staple stack was non-conforming and one staple was jammed in the cartridge nose. The staple was removed and the device was manually assisted to align the staples. The device was tested for functionality and it fired and formed all the staples as intended. When firing the device the staples would jam and the device had to be manually assisted; this was caused due to a non-conforming staple stack. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device met the release criteria for distribution.